Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-sep-2017. The most recent information was received on 11-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure"), fatigue ("extreme fatigue/sometimes general exhaustion after essure removal"), syncope ("malaise with fainting") and metal poisoning ("remains of heavy metal poisoning") in a (B)(6) year-old female patient who had essure (batch no. D30810/d31448) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced fatigue (seriousness criterion medically significant), syncope (seriousness criterion medically significant), malaise ("malaise with fainting"), vertigo and infectious mononucleosis ("disturbed infectious mononucleosis serology"), 3 months 12 days after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced metal poisoning (seriousness criterion medically significant), depression and procedural pain ("transient pain after essure removal"). The patient was treated with surgery (device removal, hysterectomy). Essure was removed. At the time of the report, the medical device removal, fatigue, syncope, metal poisoning, malaise, vertigo and depression was resolving, the infectious mononucleosis outcome was unknown and the procedural pain had resolved. The reporter provided no causality assessment for depression, fatigue, infectious mononucleosis, malaise, medical device removal, metal poisoning, procedural pain, syncope and vertigo with essure. The reporter commented: after the essure removal, the patient mentioned a "return to normal life" but she reported transient pain and sometimes exhaustion, due to remains of heavy metal poisoning according to her. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Batch number: d30810, expiration date: 28-nov-2017, production date: 18-nov-2014. Batch number: d31448, expiration date: 28-nov-2017, production date: 18-nov-2014. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-jan-2019: follow-up information was received. Added new reporter. Added events depression, metal poisoning, transient pain after removal, medical device removal, outcome resolving. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.